Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. The sensors passed per specification with accurate readings.

Event description:
It was reported that the customer had three sensors that failed. The customer states that he thinks the sensor may have been pulled out as he was removing the serter. The customer stated that he had blood glucose levels lower than 40 mg/dl. Customer stated that another sensor worked but that he knocked it off while in the shower. Advised to replace the sensor and call back if he had experienced any other problem. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.